Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. The receiver would not boot up. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of an overheating receiver. Ther root cause was determined to be a defective u5 component in the main printed circuit board.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the reciever was overheating. No additional event or patient information is available. The receiver was not provided for evaluation. The reported event of the receiver overheating could not be confirmed. A root cause cannot be determined.